Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the packaging was opened it was detected that the unit's bag was ripped. No further details will be provided. There was no patient involved.